Event description:
It was reported that the intraocular lens (iol) was removed and replaced within the same procedure due to a loading issue which occurred because the incorrect inserter was used. The type of inserter was not identified. Further, after the lens was advanced into the eye and in place, the doctor was unable to get the haptic to uncrimp. Another lens, same model and type was implanted successfully during the same procedure. An incision enlargement was required with one suture. The patient was doing fine and there was no quality issue with the lens.

Manufacturer narrative:
(B)(4). A package was received without the lens. Therefore, the lens was not received for evaluation. All pertinent information available to abbott medical optics has been submitted.